Event description:
It was reported to the manufacturer, by the end user,per the end user, that (B)(6) emailed to report an incident that allegedly involved the following product or device: panacea 1000-flex adjustable height bed, roll in low. Ad reported that the following occurred: customer said the power cord is defective, it does not appear there is any damage or pinched parts on the power cord but it does not supply power to the bed. Customer said since the bed is not working they have to manually lift residents out of the bed, and a worker experienced a back injury while lifting a resident. The following injuries allegedly occurred: back injury from lifting. When asked about an ideal outcome, (B)(6) said: they would like the power cord replaced asap. They confirmed the power cord is the only issue because they swapped power cords with a working bed and had no issues. I said that we would discuss with the supplier and follow up with the facility within 24 hours. Complaint # (B)(4) and ra #84095414 was entered into our system to have the bed returned for investigation.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.